Event description:
On 22nov2023 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 14 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The following sensor was reviewed and found outside of the tolerance for cm mean on (B)(6) 2023 during a right heart catheterization. The cause is inconclusive at this time and is under investigation. The following sensor was reviewed and found outside of the tolerance for cm mean using an rsvp estimation calculated after an echocardiogram on (B)(6) 2023. The cause is inconclusive at this time and is under investigation. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.0, 34.3, 34.3, 34.1, 33.9, and 33.7 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A right heart catheterization was performed for reasons unrelated to the cardiomems device. Pressures were observed during the procedure and the physician requested to recalibrate the sensor via the patient care network post procedure. The sensor was recalibrated and the baseline was decreased by 11mmhg. On (B)(6) 2023 the physician reported concern over low pressure readings obtained from the cardiomems and requested to reverse the recalibration that was performed on (B)(6) 2023. The baseline was increased by 10.9 mmhg via the patient care network on (B)(6) 2023.